Event description:
A customer reported to baxter corporate product surveillance a clearlink system buretrol solution set in which the IV tubing disconnected at the permanently glued junction between the tubing and the luer lock at the distal end. This occurred after connection to the patient. There was no harm to the patient because this occurred in the operating room and was identified immediately by the anesthesia staff. The medications used are unknown. It is unknown how long into the infusion the condition occurred. There was no patient injury or medical intervention reported. Upon speaking with the customer, it was determined that the separation occurred between the drip chamber and "part 6 on the diagram". No additional information is available.

Manufacturer narrative:
(B)(4). Upon further investigation, this medwatch was found to be a duplicate of medwatch # 6000001-2011-27109.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.